Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error alarmed during self test, problem isolated to keypad assembly. No unexpected low battery alerts noted during testing or in the format history file. No unexpected battery error alarms noted during testing. No unexpected power error detected messages noted during testing. No unexpected pump error alarms noted during testing or in the format history file. Unexpected replace battery alert noted in the long trace file and the power management graph indicated connector resistance issue. The connector was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 4 days with the unit functioning properly during testing. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label, slightly peeled end cap address label and corrosion in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continues to alarm hardware low level failure. The battery also has failed for the past three days and it will alarm again. The customer's blood glucose was 13 mmol/l, a blood glucose of 5 mmol/l was reported. Troubleshooting was and the device alarmed again during the self-test. Customer had already reverted to his back plan due to the alarm reoccurring. Customer was advised the device needed to be replaced and customer agreed to return if for further analysis.